Manufacturer narrative:
(B)(4). Batch #t5f12k. Investigation summary: the analysis found that one pcee60a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and tested for functionality in the straight position with a test cartridge reload, and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. Additional information was requested and the following was received: was the device locked on tissue with the jaws closed? No further information is available. If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? No further information is available. Did the jaws eventually open? No further information is available. The operation was pancreaticoduodenectomy. The knife did not return automatically. The surgeon put the release button, but it did not working. Finally, he used the manual override mechanism and removed the device. He used the replacement and finished the procedure. There was no problem with the patient¿s condition. The device was used on the jejunum. After the event, the manual override lever was used to release the device

Event description:
It was reported that during a pancreatectomy, the jaws did not open after firing on the intestinal tract. The device was used on the jejunum. The knife did not return automatically. The surgeon pushed the release button, but it did work. Finally, he used the manual override mechanism and removed the device. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.